Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 (mg/dl). Customer consumed glucose tablets to stabilize bg levels to 100 (mg/dl). Customer stated that they were satisfied with this bg level and would contact tandem technical support if they had any additional questions.